Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer declined to troubleshooting high blood glucose level. The customer did not provide any symptoms regarding high blood glucose. The drive support cap appears normal. The customer was mentioned insulin pump had motor error and an off no power alarm. Customer was unable to complete pump rewind. Customer reported that they did not received low battery alarm prior to replace battery now alarm. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the device and passed. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was monitored and tested with no low battery alert and off no power alert noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.